Event description:
There was a significant blood leak from the oxygenator of the cardiopulmonary bypass machine causing hemodynamic compromise and blood loss to the patient during an emergency open heart surgery. The leaking oxygenator removed from service and replaced with a functional oxygenator.